Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. When powering on the cycler the front panel touch screen display was very low and dim. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. The cycler passed a touch screen test and a functional display test. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) called fresenius technical support (ts) to report the liberty select cycler screen was dim during power up. The display brightness was set to the highest setting, but the caller was not able to see the wording on the screen. Ts replaced the cycler due to screen brightness problem and advised to discontinue use. At least one full treatment has been completed with this cycler. The issue did not occur during treatment and there was no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.